Event description:
Device is an anesthesia extension set 30 inch lot #31105ns. Anesthesiologist was using this extension set with propofol, and the tubing itself came apart at the connection, it broke.